Event description:
It was reported that the sterile processing department found the spring was frayed. There was no patient or procedure involvement.

Manufacturer narrative:
Product complaint # (B)(4).depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.h11: additional narrative:h3, h6: a product investigation was completed: visual analysis revealed that the coiled shaft was slightly deformed at the proximal and distal end. No other defects were observed that could have contributed to the reported event. The observed condition of the device was consistent with a component failure that may have been caused with off axis insertion and levering using unintended forces or extreme eccentric loading which could result in premature bending or breaking of the drill bit. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.